Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the reporter from the facility, he stated that the pump will not be returned for eval and that he had no add'l info available. A copy of the reporting facility's biomedical engineering field service report was provided by the reporter and the report stated that the pump was tested in accordance with the technical safety check and passed all tests. Three add'l rate verification tests were run at a rate of 250 ml/hr and the pump met specification. Based upon the info provided by the reporter, the pump operated as intended and no specific conclusion can be drawn. If the pump, pump logs, and/or add'l pertinent info becomes available, a follow up report will be submitted.